Event description:
The customer reported that the system had no power and would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the surge suppressor. The system operates as intended.